Event description:
Lar anastomosis with the colonring was created in a patient with rectal malignancy. The original procedure was normal but the patient had bleeding on pod 13. The blood volume was big and the surgeon decided to performed laparoscopic and endoscopic re-operation. The bleeding point was at 4 o'clock position and the ring was hanged on the wall of rectal anastomosis from 4 to 7 o'clock position. The surgeon took out the ring and sutured the vessel that caused the bleeding. The patient's condition became stable post operation.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B)(4) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic bleeding is a common complication of the creation of a colorectal anastomosis and varies greatly in severity. Bleeding may occur after stapled or hand sewn anastomosis. This complication may be reduced by careful inspection of the staple line. Since the colonring uses a compression, hemostasis is an inherent part of its mechanism of action and bleeding is very uncommon event when utilizing the device.